Manufacturer narrative:
This was reported incorrectly its a non adverse event not a serious injury.

Event description:
A hospital nurse reported that the patient's heart rate began to drop to 30 bpm, below the alarm limit of 50bpm, and there was a missing alarm sound. The attending anesthesiologist was aware of the patient condition and the patient respond to treatment. There was no adverse impact to the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
According to the customer, a patient's heart rate began to drop to 30 bpm, below the alarm limit that was 50bpm and there was no alarm sound. There was patient involvement.